Event description:
It was reported that the device battery voltage was measuring low and a save to disk was sent in to check battery voltage. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: date of death to not applicable. The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Diagnostic information is not consistent with the reported event.